Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation. Reference report 3012447612-2018-00256.

Event description:
It was reported that the tip of a screw driver deformed during usage because the torque limiting handle was not working correctly. An alternative driver and handle were used to complete the procedure without any reported patient impacts. This is report one of two for this event.

Manufacturer narrative:
The returned device was evaluated. The torque output was confirmed to be outside of the range. There were no signs of abnormal wear found. Handles found out of calibration typically exhibit spring relaxation, wear of critical torque components, and/or break down of the internal lubrication from use over time. A review of the manufacturing records did not identify any issues which may have contributed to this event.

Event description:
It was reported that the tip of a screw driver deformed during usage because the torque limiting handle was not working correctly. An alternative driver and handle were used to complete the procedure without any reported patient impacts. This is report one of two for this event.